Event description:
It was reported that the capsule of the patient's left eye (os) was torn, and the product had patient contact. The lens was removed and a replacement lens of model ar40e, 23.0 diopter was used. There was no additional surgical/medical intervention required. No further information was provided.

Manufacturer narrative:
Section: unknown/asked but unavailable. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.